Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records could not be completed. The investigation could not be completed; no conclusion could not be drawn, as no product was received.

Event description:
Consultant reported during a l2-s1 posterior lateral fusion with l5-s1 tlif procedure: surgeon was reducing the rod to the screws with the rod reducer and a screw head, 7.0mm ti pangea polyaxial screw, popped off the screw. Surgeon removed the screw, inserted another and completely the procedure. No extra time involved and no effect to the patient.